Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (air in line) alarm occurred on a homechoice (hc) device during fill 4 of 4. The home patient (hp) was connected at the time of the alarm. A technical service representative (tsr) instructed a care giver (cg) to cycle the power to clear the alarm. The cg reviewed the alarm log. The cg planned on using continuous ambulatory peritoneal dialysis (capd) to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.